Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of genital haemorrhage ('abundant bleeding / increased bleeding') and abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted for sterilization. The patient's medical history included uterine bleeding, lower abdominal pain and obesity. No medication. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2019, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy via laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage and abdominal pain lower had resolved. The reporter provided no causality assessment for abdominal pain lower and genital haemorrhage with essure. The reporter commented: after essure sterilization, patient came to the office due to new lower abdominal pain and increased bleeding, after sterilization found that bleeding had increased and abdominal pain had gotten worse. Laparoscopic hysterectomy done due to symptoms, implants found to be adequately in place, implants and fallopian tubes removed at the same time. Recovered well from surgery and symptoms stopped. Return of removed essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Date of sample received at quality unit: 2020-02-26. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: information updated: essure indication, start date of events, outcome of events, event term ¿ painful bleeding¿ updated to ¿lower abdominal pain¿. On 6-mar-2020: no new information. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of genital haemorrhage ('abundant bleeding') and dysmenorrhoea ('painful bleeding') in an adult female patient who had essure inserted. The patient's medical history included uterine bleeding, lower abdominal pain and obesity. No medication. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy via laparoscopy). Essure was removed on (B)(6)2019. At the time of the report, the genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and genital haemorrhage with essure. The reporter commented: return of removed essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Date of sample received at quality unit: (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of genital haemorrhage ('abundant bleeding') and dysmenorrhoea ('painful bleeding') in an adult female patient who had essure inserted. The patient's medical history included uterine bleeding, lower abdominal pain and obesity. No medication. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy via laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and genital haemorrhage with essure. The reporter commented: return of removed essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.